Manufacturer narrative:
This report has been submitted to provide a MFR report number for a report with a MFR report number of "-2015-00002" that was previously submitted by mail on august 13th, 2015. This report was mailed due to emdr filing technical errors encountered with the method/results/conclusion codes. We confirmed with FDA employee (B)(6) by phone on august 19, 2015, that the number on this report populated incorrectly due to technical errors. In addition to the method/results/conclusion code issue, we also discovered that the manufacturing information did not populate correctly, therefore catalog number and model number were corrected from d-1347-01-si to d-1347-02-si. We tried to call back (B)(6) on august 25th, 2015 several times but unfortunately he was not available. Please use the MFR report number in this report as an update to the information originally provided by mail on august 13th, 2015. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) of the lot# 17245454l was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The "suspected medical device" reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under p030031/s053. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). Manufacturer's ref. No:(B)(4). The device was not returned to bwi.

Event description:
This event is part of (B)(4) clinical study. It was reported that a (B)(6) female underwent an afib procedure. After the procedure the patient underwent brain MRI and cerebrovascular lesion was found. However, based on available information, there is no evidence that the patient had any neurological symptoms. Therefore principal investigator assessed this event as possible transient ischemic attack. The patient required treatment of ketorolac and hospitalization. This event was assessed as possible device related and possibly procedure related event. However, there were no reported malfunction with any of the bwi catheters and systems used during the case. Based on the facts of the case and the physician's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case.

Manufacturer narrative:
It was reported that a (B)(6) y/o female pt underwent an afib procedure with a smart touch thermocool catheter and suffered transient ischemic attack which required treatment of ketorolac and hospitalization. The returned device was visually inspected upon receipt and some of the tip dome holes were found occluded; however, during a second visual inspection while the analysis was performed the occlusion holes were not observed. The material might get lost during the decontamination process. Continuing with the visual inspection luer hub connector had j-10 printed on. This condition was not reported by the customer, and this kind of identification is not part of the mfg process. Per the event reported, an irrigation test was performed and the catheter passed, no conclusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated in carto 3 system. The catheter was recognized by the system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specs. The device history record (DHR) for the lot number 17245454l has been reviewed and it was verified that device was manufactured in accordance with documented specs and procedures. This kind of identification (j-10) is not part of the mfg process. The catheter passed all specs. The root cause of the transient ischemic attack remains unk. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for eval on 09/14/2015. The analysis has begun but is not completed at this time. When the investigation analysis has been completed, a supplemental 3500 will be submitted.